Event description:
It was reported that the patient's right ventricular lead was prophylactically capped and replaced on (B)(6) 2022 due to the riata advisory. The patient condition was stable post-procedure.